Manufacturer narrative:
H4: the lot was manufactured from june 19,2022 to june 20,2022. H10: three (3) devices were received for evaluation. A visual inspection was performed, and it was noted that there was a leak at the administration port of one sample. Functional leak testing was performed, and it was noted that a leak was observed at the spike port bonding area of the same sample with the failed visual inspection. There were no issues noted with the other two returned samples. The reported condition was verified for one sample and not verified for the other two samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred between february 1, 2023 to february 28, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This was identified before use. There was no patient involvement. No additional information is available.